Event description:
It was reported to baxter (B)(4) that one (1) infusor sv 2 device was observed leaking around the fill port location during patient use. The device was filled with 5-fluorouracil. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: one used unit was received by baxter for evaluation containing no fluid in the bladder. Baxter's fill-port cap was not returned for evaluation. A non-baxter fill-port cap was used by the customer to close the fill-port. Upon receipt, visual examination of the unit showed no signs of defect or physical damage around the fill-port area, the fill-port itself, the non-baxter fill-port cap, or anywhere on the entire infusor device. Thereafter, the unit was manually filled with green water. During and after fill, no signs of leak were observed around the fill-port or anywhere on the entire unit. The unit was subsequently allowed to flow until the bladder was empty. During the flow period, the non-baxter fill-port cap was closed on the fill-port, and no signs of leak were observed around the fill-port area or anywhere on the entire unit. The device performed as expected. Therefore, the reported condition of "leak around the fill port" was not confirmed. This is a single use device; the device will be discarded. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.